Event description:
It was reported while using plate columbia ag 5prct sb 90mm, there were an unknown number of false results due to contamination. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: complaint history review: complaint history was reviewed, and similar complaints were identified for this catalog number; however, a trend could not be identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided and no pictures were shared. Evaluation results: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history record. This product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the above-mentioned evaluation and the absence of samples or pictures, the complaint cannot be confirmed for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.